Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
A patient underwent radiofrequency ablation using the channel endoscopic catheter to treat barrett's esophagus. It was reported by the account that upon removal of the device, the copper electrode appeared to be coming off of the silicone backing. There was no harm to the patient or the user.